Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Event description:
It was reported that pump touch screen was unreadable. Reportedly, half of the screen was dark and the customer was unable to view graphics or text. There was no reported impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.